Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis found the device in backup vvi mode. The cause was due to a corruption in the memory data. The cause of the corruption was not determined. (B)(4) - no complaint received with return of device. Failure (event) observed during analysis.